Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor would not connect with the transmitter. Caller did not know the patient's blood glucose at the time of incident. Troubleshooting was performed and it was noted the sensor was missing the cannula. The sensor will be returned for analysis.